Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018 due to the high blood glucose level and insulin pump had a no delivery alarm during prime. The customer's blood glucose level was 500 mg/dl. The customer was unsure about the current blood glucose level. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for the analysis.